Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer doesn't recall her blood glucose level when the alarm occurred or any significant events which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device needs to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
No button error alarm was noted. The act button was unresponsive due to a corroded keypad traces. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.